Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended dialysate proportioning ratio. It was not verified what proportioning ratio the device was set on prior to treatment. It was reported that there was not any device alarm and the bicarbonate dialysate fluid level increased during treatment. The device conductivity reading was reported to be 14.2 and the dialysate ph 7.0. Twenty minutes into treatment, the patient became very ill and vomited intermittently. The treatment was continued for two hours of the intended three hours. At that point, the patient had extreme abdominal pain, was sent to the intensive care unit, and admitted into the hospital, a nurse reported was reported to be acidotic. While in the hospital, a nurse reported that the patient had an angioplasty and experienced ischemic bowel problems. The patient's family reported two heart attacks. The patient has recovered and was released from the hospital 9 days later.